Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. No autopsy was performed. The account reported that no further information was able to be provided. (B)(6) was not explanted for evaluation. Review of the relevant sections of the device history records of(B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not known. The death was not considered to be device or therapy related and the device reportedly operated as expected. No additional information was to be provided.